Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that reported that the patient experienced headaches and vomiting, and that they when they went to the hospital where the shunt was found to be broken in the patient¿s ventricle. According to the report, a revision surgery was performed to replace the shunt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.